Event description:
Per the clinic, the patient experienced redness, pain and swelling in the surgery area on (B)(6) 2021, and was treated with oral antibiotics. The wound was reportedly looking better, however, on (B)(6) 2021, the wound swelled up again and there was discharge and drainage. The patient was again treated with oral antibiotics, however, the issue did not resolve. On (B)(6) 2021, exposure of the implant was noticed through the wound opening and the device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.